Event description:
Caller reported a high blood glucose level event, reaching as high as 592 mg/dl. Cause was not known. The customer addressed the high blood glucose situation by administering a correction injection via multiple daily injections and did not require further assistance, opting not to proceed with a supplies or system check.